Event description:
Nursing using bbraun with tubing lot number 0061877512. Rn had to use multiple tubing sets with this lot number that caused air in line events before flagging this item as possibly having issues.